Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 19 cm distal to the is 1 connector pin into two fragments. It is reasonable to assume that the lead was cut during the explantation procedure. A thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodged and fractured due to twiddlers syndrome. Should additional information become available, it will be added to this file.